Event description:
Filshie clip when applied to fallopian tube, failed to lock in place. The clip caused a small hematoma. Clip removed from pt. Unknown if clip was damaged during insertion thru trocar sheath or if it was defective to begin with.

Event description:
Add'l info rec'd from MFR 4/11/01: svc statement, "femcare strongly recommends annual servicing of the filshie clip applicator or every 100 procedures". The applicator was purchased on 2/11/00. Received the clip and forwarded to femcare for investigation. Still trying to coordinate the return of the applicator.